Manufacturer narrative:
Litigation papers allege the following: patient discovered for the first time, in (B)(6) 2010, that her blood contained elevated levels of chromium and cobalt, proximately caused by her depuy pinnacle/summit hip system in her left hip. Patient requires medical monitoring. She will require future blood tests, periodic exams, x-rays, CT scans, mris, and other tests, studies, procedures and medical services. Further, she may require revision surgery to explant and replace her depuy pinnacle/summit hip system. The plaintiffs need for medical monitoring, surveillance and future medical treatment results from manifest physical injuries she has sustained including, but not limited to, the elevated level of chromium and cobalt in her blood, and her hip and groin pain. Doi: (B)(6) 2005 - dor: no revision reported at this time. (Left side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for lot codes 1829595 and 1851713 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Litigation papers allege the following: pt discovered for the first time, in late (B)(6) 2010, that her blood contained elevated levels of chromium and cobalt, proximately caused by her depuy pinnacle/summit hip system in her left hip. Pt requires medical monitoring. She will require future blood tests, periodic exams, x-rays, CT scans, mris, and other tests, studies, procedures and medical services. Further, she may require revision surgery to explant and replace her depuy pinnacle/summit hip system. The plaintiff's need for medical monitoring, surveillance and future medical treatment results from manifest physical injuries she has sustained including, but not limited to, the elevated level of chromium and cobalt in her blood, and her hip and groin pain.